Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer hardware was failed. The field service engineer (fse) had responded to a report of a drawer failure caused by a cubie issue. Upon arrival, the only observed fault was the cubie being off the bus. After inspection, it was confirmed that the cubie was physically missing, validating the off-bus condition. The fse cleared the failure, accessed the hardware test application (hta), and tested the row board functionality. Results confirmed that the row board successfully recognized all cubies regardless of their position. A full hta test was performed, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.